Event description:
It was reported the patient had a flushing sensation where she felt like she was being overdosed during a refill when the drug was being injected on the date of this report. The health care provider (hcp) aspirated back all the drug expected from the reservoir. The patient was in the waiting room and feeling normal at the time of the report. It was noted there were no issues with a normal refill procedure to begin with. The system was being used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had another pump refill on (B)(6) 2014 with the same issue/symptoms that occurred during the refill where the patient felt like she had been given an IV (intravenous drug) and was crying and "all upset". After injecting "about half of the intended drug" the health care provider (hcp) aspirated back out approximately 6cc to confirm the needle was in the reservoir and then proceeded to complete the refill without any technical issues. The patient's blood pressure was taken after the refill, it was normal. The patient sat up and everything was normal per the reporter. The hcp told the patient if there had been drug injected right from the reservoir to the it (intrathecal) space that the patient would not have been able to sit up after the refill and would have been severely overdosed. It was then noted that at the beginning of the refill, the hcp had to pinch the patient's abdomen area "a couple of times" to feel where the refill port was so they were thinking that could have been a vasovagal response causing the patient's issues. The hcp was thinking of doing a "double blinded" with the next pump refill where they would first inject saline without the patient knowing that to see if the patient still complained of the same symptoms. No further information was provided.